Event description:
The customer reported the device powers on in the svc mode with a therapy disabled message. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.